Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy from the implantable cardioverter defibrillator (ICD) after detecting a supra ventricular tachycardia (svt) episode. The ICD was reprogrammed and the issue was resolved. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.